Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's chief perfusionist, the level sensor was tested and found the level alarm sensor did not stop the arterial pump when the reservoir was primed with clear crystalloid but did stop the arterial pump when there was blood in the reservoir. This was found after the level sensor was found to work normally twice prior. The field service representative (fsr) was unable to duplicate the reported issue. There was no issue found in the data logs. The unit operated to the manufacturer's specifications.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that when blood or fluid dropped below the red alarm level sensor, the pump did not shut off even though the safety connection was set up to shut off the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.